Event description:
Customer reported that the device did not have enough power. During service, technician indicated the device was working but it had a low revolutions per minute and an old hose. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the rpm were below specification. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.